Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leakage from the newly implanted catheter body. Open the new catheter, remove the new connector after trimming and connect the repair.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. One video of a 4fr groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed an implanted catheter. During the video, the catheter was flushed and a leak could be seen emanating from the catheter shaft. A depth marker was observed on the catheter shaft and appeared to be 40cm. The leak was observed just distal to the 40cm depth marker. No further details of the leak site could be discerned in the video. There were no distinguishing features which could aid in identifying a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.